Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the monitor, and reader were very hot to the touch. When the patient last used the monitor, it made the patient break into a sweat, and slightly burned the patient's skin. The monitor was unplugged. No further troubleshooting steps were done. The monitor would be replaced. No patient complications have been reported as a result of this event.